Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. Serviced rep reported: "customer reported that unit would not power up. After inspecting it was determined that the bulk power supply was not present. Troubleshoot power supply and determined it to be good. Unit kept blowing the bulk power supply fuses. Troubleshot unit and found that the motor controller board was damaged due to saline introduced inside the device. Replaced motor controller and performed complete functional checkout. All tests passed and the pump was returned to service. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, there was no display and a high pitched alarm was observed. No pt was involved.